Event description:
Patient reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Previous medwatch submission noted rupture. Upon further follow up, abbvie determined that this left side device was removed due to encapsulation and the left side device is not ruptured. Rupture was reported for the contralateral/ right side device reported in mrn#: 9617229-2023-08668.

Manufacturer narrative:
Additional, changed, and/or corrected data.